Event description:
During an atrial fibrillation procedure, air leaked from the sheath valve during aspiration. The sheath was exchanged, and the procedure was completed with no adverse consequence for the patient.

Manufacturer narrative:
Additional information: g3, h2, h6. Follow up report needed to address investigation update.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8f fast-cath introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both sides of the seal. A corrective action was initiated to address the failure mode of this introducer leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.